Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports having low blood glucose symptoms with result of 43 mg/dl obtained on the compact plus system. Customer's wife treated him with a glass of sweetened orange juice, 2 yogurts, a piece of cake, and a soda. Paramedics were called, and customer tested 179 mg/dl on the professional meter. Results were obtained within 10 minutes of each other. Customer did not require medical treatment, and low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.